Event description:
The patient's daughter reported the patient obtained back-to-back blood glucose results, of 40 mg/dl and 106 mg/dl and of 12 mg/dl and 207 mg/dl and of 66 mg/dl and 242 mg/dl on the compact plus test system. Patient did not modify therapy based on these results. No patient injury was reported and no treatment was received based upon these results. Patient did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped. The patient reports she was hospitalized in march for a stroke.